Event description:
The patient reported fluid coming out of midline. An evoke spinal cord stimulation (scs) system explant occurred due to midline infection. No further patient complications reported.